Event description:
It was reported that when the sterile packaging of the hoods were opened at the user facility in preparation for a surgical procedure, a white substance came out of the sterile packaging. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that when the sterile packaging of the hoods were opened at the user facility in preparation for a surgical procedure, a white substance came out of the sterile packaging. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of foreign material in the unopened sterile packaging was confirmed by a manufacturer technician through visual inspection. It is likely that the cause of the issue is a manufacturing issue. Since the device was destructively tested, it was not returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.